Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. In addition, the device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was found in his kitchen without vital signs by the home nursing service with no power sources connected to the controller. The controller was located outside of the shoulder bag. Inside the bag was a battery with one red led and another battery with four green led's. An ac adapter that was not connected to a power source was found under the patient. The physician was called to the home to certify the death and a police investigation was launched. The investigating officer and the clinical specialist collected the driveline, controller and other peripherals to perform evaluation of the equipment. When the controller was connected to monitor, data was successfully downloaded using an ac adapter and (B)(4). The exchange battery alarm immediately activated. The alarm tab of the controller logs only revealed low flow alarms from the past. The controller was then powered down using the double key pressing and the monitor disconnected. A motor fixture was connected to controller and controller successfully powered up again. The motor fixture also started without delay. When the motor fixture was disconnected from controller the "vad stop" alarm sounded. The motor fixture was reconnected again and successfully restarted. When the monitor was reconnected the vad stop" alarm registered in the alarms tab which indicated that the alarm storage was functioning appropriately. Next, both power sources were disconnected and the double disconnect alarm sounded. Since no pump related alarms were logged in the monitor and all external devices were determined to be working properly, it was the investigating officer's conclusion that there were no malfunction of the devices (pump and peripherals) and that the patient's death was attributed to mishandling of the device which resulted in collapse and subsequently death of the patient. Log file review also revealed that there is a known history of controller power ups with this patient. Log files from (B)(6) 2015 revealed four newer power ups during which the clinical specialist notified the hospital of the findings and the need to re-educate the patient. Per the investigating police officer a request for autopsy is highly unlikely, so the pump will remain implanted post-mortem. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files showed two (2) controller power-up and motor start events on the reported event date ((B)(6) 2015) at 01:05:21 hours and 01:06:34 hours indicating that both power sources were disconnected from controller. Data entry before controller power-up event logged at 01:05:21 shows batteries (B)(4) (97% of capacity) and (B)(4) (93% of capacity) connected to power port 1 (ps1) and power port 2 (ps2) respectively. Next data entry (recorded at 01:21:33 hours) shows (B)(4) (94% of capacity) and (B)(4) (24% of capacity) connected to ps1 and ps2 respectively. Battery (B)(4) had been replaced approximately an hour before the first loss of power occurred. (B)(4) was attached to ps1 and was replaced with (B)(4) due to its capacity reaching a value equal or lower to 26%. The last data entry was recorded on (B)(6) 2015 at 01:51:37 hours; data entry shows an ac adapter connected to ps1 and no power source connected to ps2. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. One cac adapter and one battery were not returned for evaluation. Review of the manufacturing documentation for (B)(4) confirmed that the battery met all requirements for release. Review of the manufacturing documentation for the cac adapter could not be performed since the device's product ID is unknown. No failure detected, the reported event was confirmed, however, the controller performed as expected during bench testing. Based on the available information, there is no evidence to suggest a device malfunction caused or contributed to the reported event. (B)(4) - battery / catlog number 1650de / expiration date 10/06/2015. Unique identifier (UDI) # n/a. Method: actual device not evaluated; process evaluation; analysis of data log(s). Results: no results available since no evaluation performed. Conclusion: device not returned. Unknown - cac adapter / unknown / expiration date unknown. Unique identifier (UDI) # n/a. Method: unknown serial number; results: unknown serial number; conclusion: unknown serial number. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.